Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during removal of the infusion set, a small portion of the plastic cannula may have broken off the set. According to the reporter, the patient's mother was not certain if the cannula had indeed fragmented. No patient injury was reported.